Event description:
Event description guidant received information that, approximately 2.5 months post-implant, this right ventricular defibrillation lead dislodged. Two attempts were made to reposition the lead, but the helix mechanism was damaged and would not extend/retract. The lead was thus explanted.